Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue and provides adequate information regarding the troubleshooting of erratic/discrepant results. Device history record review on lot 37187ud02 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. In-house accuracy testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false reactive results were obtained, indicating that the lot generates the expected results. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin assay for lot number 37187ud02 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Complete phone number (B)(6).

Event description:
The customer observed falsely elevated alinity I prolactin results for one sample. Results provided: prolactin initial result 546 miu/l, repeat results 1049 miu/l, 546 miu/l no impact to patient management was reported.